Manufacturer narrative:
Integra has completed their internal investigation on 12/06/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of the device: the cam02 monitor serial number (B)(4) was returned under RMA (B)(4) to (B)(4) service centre for failure analysis evaluation. The cam02 monitor was received on the 25-oct-16 and the evaluation was completed on the 26-oct-16. The evaluation verified the complaint as valid; the cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. The DHR review has been deemed satisfactory. Date of manufacture: mar-2005. No non-conformance issues or reports were raised during the manufacturing process for this handpiece. The analysis of the complaint investigations and root cause reports has concluded this is the first identified complaint for the cusa excel c2600 handpiece for the reported failure root cause identified as ¿wear & tear¿ resulting in handpiece issue. The touchscreen is assembled into both the cam02 and lcx02 monitors therefore a review of cam02 and lcx02 complaints was completed in trackwise. The root cause evaluation and the additional communication from the service center verified the touchscreen was defective due to an air gap issues. Therefore a review of the customer complaints was competed using the following key words ¿touchscreen¿ and a root cause ¿air gap¿ in the search criteria. The review encompassed dates 20-oct-15 to 29-nov-16. A total of 153 complaints were reviewed of which 57 complaint reports contained the search criteria. A review and analysis of the complaint reports was completed to ascertain if the complaint root cause analysis identified is related per this complaint's evaluation conclusion. The review verified this complaint is the 57th complaint reported for touchscreen failure with the root cause identified as an air gap in the touchscreen assembly. CAPA was initiated as a result of customer complaint trending and is currently at voe stage. The corrective actions for the touchscreen air gap instances were addressed as part of the CAPA activities. No further actions are deemed necessary. Future incidents of this nature will be documented for recurrence and trending purposes. Conclusion: the failure analysis investigation identified the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces.

Event description:
The cam02 inter-cranial pressure and temperature monitor touchscreen was not working. The device was not in contact with a patient and there was no patient injury or medical intervention required. It was unknown if the product problem caused a delay in surgery.